Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system had an inappropriate stored episode of pacemaker mediated tachycardia (pmt) due to an atrial driven rhythm. Following atrial pacing, functional loss of capture (loc) and undersensing were exhibited on the right ventricular (rv) channel, and inappropriate pacing was delivered. Technical services (ts) recommended programming options. No adverse patient effects were reported. This pacemaker remains in service.